Event description:
It was reported the device did not fire staples during the case. The staples were opened and did not close. There was no pt consequence. In a conversation with the risk mgr in sept 2003, they stated the staples penetrated the tissue, but did not form.